Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had a pod failure at camp and his blood glucose levels reached 387 mg/dl while wearing the device. The mother stated that she changed her son's pod on saturday (B)(6) 2019 before sending him to camp for the weekend (B)(6) 2019. She stated that by sunday afternoon her son's bg levels were in the high 300's mg/dl and by monday it was "sky rocketing" even more. As treatment, changed the pod out. The mother reported that when she took off the pod, she noticed that the cannula was "crimped".